Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 14th april 2025, it was reported by an arthrex employee via email that for an ar-1927bcf-45, 4.5 mm biocomposite-corkscrew® ft suture anchor with one #2 fiberwire® and one tigerwire®, the anchor broke during insertion. Another new ar-1927bcf-45 was changed to, but the same issue happened. This was detected during a rotator cuff repair surgery on (B)(6) 2025. The procedure was successfully completed by using another brand product. Ar-1927ptb-45 were used to prepare the bone socket. No fragments were left in the patient. There was no patient harm, and no secondary procedure needed.

Manufacturer narrative:
Additional information: d9, g3, h3, h6. One unpackaged ar-1927bcf-45, corkscrew®, batch 15327656, was received for investigation. - visual evaluation noted that the anchor was damaged and broken into several fragments. - functional testing was not performed due to damage to the device. - the most likely cause is misuse due to misaligned insertion, or prying/leveraging the device during insertion. - refer to investigation photos. - the complaint allegation is confirmed.